Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been more than 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error code e102¿ was caused by dust that entered the interior of the fan. Other inspection findings found: dust has accumulated inside the airframe. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum, dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was inspected and no errors were noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for use, the evis exera iii xenon light source was displaying an e102 error message. According to the initial reporter, this device did not make patient contact, and another similar device was used to complete the procedure with no harm to the patient.